Manufacturer narrative:
Concomitant medical products: 672625 adaptor implanted: (B)(6) 2017, 1058t lead implanted: (B)(6) 2007, 7001 lead implanted: (B)(6) 2007, 1888tc lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant defibrillation lead had three failed dft testings at forty jewels with a competitive device. The physician chose to do a lead repositioning the following evening. At the lead reposition procedure the lead was repositioned several times for optimal position. Once positioning of lead was placed in the most optimal position per the electrophysiologist, dft testing commenced. To no avail, dft testing failed at maximum output through competitive device. At that time, no further intervention was performed and the physician decided to revisit other options with the patient and his family. The lead remains in use and later a different competitor device was implanted along with adding a defib epi patch lead. No patient complications have been reported as a result of this event of this event.